Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to increased thresholds, dislodgment and terminal pin separtion from the lead body. It was replaced with another lead of the same model.